Event description:
Dade behring field service engineer received a scratch from a reagent probe on a bsc instrument while installing a new part. Operator was wearing gloves at the time and following manufacturer's instructions but accidently got scratched on the wrist above his gloved hand. Operator received a tetanus shot and prescribed a medication called comborer from occupational health nurse.